Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Product code (B)(4), lot number 5310025. The DHR analysis of the returned product batch shows an initial conformance of this product regarding its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Metagene and glenosphere interface stripped wasting both implants. The implants did not perform as expected. Patient consequence?: yes. Patient consequence description: had to go down in size from 42 to 38 glenosphere. Action taken for procedure: use smaller glenosphere. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.